Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided information on how to reset it in the future. The customer was informed they could continue using the pump but should call back if the malfunction code recurs, which the caller understood.